Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 46-47 mg/dl. Customer consumed juice and milk to address bg level. Reportedly, the customer¿s diabetes educator believed the bolus may have been delivered by the customer manually as the pump history reflected a max bolus alert occurring when the 15-unit bolus was requested. The customer¿s max bolus setting was reduced from 15 units to 9 units to prevent the recurrence of delivering a bolus the size of 15-units. Customer continued to use pump for insulin therapy.